Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the end of the cannula broke. They changed in to a new one to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photographs of a device. A visual inspection of the returned photo(s) noted: the first photo depicts the distal end of the cannula. The end of the device is gouged. The second photo depicts a front view of the cannula on a monitor. The third photo depicts the end of the device on a monitor with a view of the gouges. The fourth photo depicts a close-up on a monitor of the gouged distal end of the device. The fifth photo depicts a device being used in a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the gouged cannula from the trocar may occur if the device is mishandled or handled roughly during application. If information is provided in the future, a supplemental report will be issued.